Manufacturer narrative:
Patient age and weight were not provided for reporting. Date of when device broke is unknown. This report is for unknown - distal locking screw. Part and lot numbers are unknown. Without the specific part and lot number; the UDI number is not available. Complainant device is not expected to be returned for manufacturer review/investigation. Reporter email is not available for reporting. Reporter title is orthopedic coordinator. (510k#): unknown. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient was implanted with trochanteric fixation nail advance on (B)(6) 2017. The implanted hardware include one helical blade, a nail, and a distal locking screw. On an unknown date the patient presented to the surgeon with a broken nail at helical blade junction as well as a broken distal locking screw. The helical blade is intact. Additional x ray were taken and the breakage was confirmed along with a non-union. The patient was revised on (B)(6) 2018 to a first generation trochanteric fixation nail system. The surgery was successfully completed with no delay. The patient outcome was stable. Concomitant devices: helical blade(part# 04.038.290s, lot# h428355, qty: 1). This report is for one (1) unknown distal locking screw. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was not returned. Review of provided x-rays showed a broken distal locking screw. Thus, confirmed the complaint condition. If the complaint condition can be replicated is not applicable for a postoperative implant failure. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.